Event description:
Doctor attempted to place the icast stent and decided to pull the stent back a few millimeters for better positioning. At that time the stent fell off the balloon. Doctor was able to deploy the icast with a 8x40 fox balloon.

Manufacturer narrative:
Product was not returned and with no equipment to review it is extremely difficult to attempt to recreate the issue at hand and determine the root cause. Data recorded by quality control indicates that all specs have been met and no other issues with this lot have been reported.